Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A microscopic visual inspection confirmed no external irregularities: the device memory log did verify low impedance measurements on both right atrial (ra) and right ventricular (rv) pacing channels. During analysis, pin gauge testing on both the rv and ra ports, confirmed normal lead insertion specifications. The device was then exposed to simulated heart load conditions; the pacing and sensing functions were tested. The measurements were outside of normal limits, indicating a functional anomaly. The device case was then opened. High power visual inspection of the internal circuitry identified foreign material in contact with the internal capacitors. Detailed analysis revealed that the foreign material was causing a high current drain, resulting in the clinical observations. The foreign material was tested and confirmed to be from the manufacturing process. The observation/behavior has been reported to our engineering and manufacturing departments. Boston scientific will continue to monitor field observations for similar reports.

Event description:
Boston scientific received information that approximately two days post an uneventful implant, noise, oversensing and abnormal impedance values were exhibited. Both the atrial and ventricular leads were non boston scientific products. The physician elected to surgically and pharmacologically intervene, as the patient was pacer dependant. Following device disconnect, measurements via a pacing system analyzer confirmed favorable lead values. As a result, the device was abandoned and replaced with a non boston scientific product. The explanted device is intended to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Following product return and completion of laboratory analysis, this event will be further updated.